Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a xp sling placed about a year ago. He went from 9 pads a day to 6 pads a day. He wanted a better result so he chose to have an artificial urinary sphincter (aus) placed. The patient did have radiation prior to the placement of xp. He is fully recovered from the procedure.